Event description:
The surgeon was adjusting the polyaxial screw head to seat the rod and the head broke off.

Manufacturer narrative:
The screw separation complaints were the separation occurred during the procedure were a result of the load placed on the screws by the surgeons, either during compression/distraction of the screw heads, or by attempting to angulate the screw heads in excess of the recommended range of motion. Per the project engineer, examination of the implant returned with this complaint shows evidence in the way the collet failed of off-axis or levering forces being applied to the implant to cause failure rather than pull-out. The DHR for this lot of screws was examined, and it was complete. There were no nonconformances noted.